Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined that liquid entered the device and the substrate was corroded. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to multiple problems reported. Upon inspection and testing of the returned device, it was found that liquid entered the device and the substrate was corroded. This report is submitted due to the malfunction of liquid entered the device and the substrate was corroded. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, liquid entered the device, and the board was corroded. Other device findings include the following: nbi mode is not recognized by the light source. This is due to the defect of the mainboard. Liquid residues on the mainboard and on several boards were found namely the dx board, cm board, do board, cp board and the v19cr1c boards. Liquid has also penetrated the socket and is heavily worn. Also determined were strong corrosion traces on the base plate, casing lid and front panel. It was also determined that the keyboard setting was set to us (ultrasound keyboard), therefore, it is possible that commands on a cv-190 keyboard (maj-1922) are not recognized or triggered. A change of keyboard in the settings of the video processor was recommended. It was recommended, also, to check the scope or camera head being used. Additionally, it was determined that all the buttons on the control panel on the front were functioning properly. However, the complete field on the light source (optical digital mode) failed and on the viewing monitor the patient data is no longer transmitted. It was assumed that wear and tear damage was the cause of the defects with customer mishandling and increasing use/time. Replacement parts were recommended for most. The following non-pae reported defects were not duplicated: ¿patient data could not be entered with the keyboard,¿ ¿blurry image was displayed,¿ ¿enh on the processor and all leds of iris turned green,¿ and ¿optical digital mode failed, patient information was not displayed on the monitor, and the exam on button lit up¿. The instruction manual identifies the following related verbiage: ¿keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus.¿ olympus will continue to monitor field performance for this device.